Event description:
The customer reported an alarm during the manual prime. The customer also reports that the motor is protruding from the case, and she can press on it with her finger. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk. The insulin pump was missing the drive support disk sticker. The insulin pump also had a cracked case near all four corners of the display window.